Manufacturer narrative:
The event occurred in brazil. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the hospital's performa system within 10 minutes: "hi" mg/dl and 97 mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.